Manufacturer narrative:
The device was returned and evaluated and was confirmed as cable was damaged internally. Additional findings include; there was an interference wave in the image when shaking the cable. The protector was damaged and the focus ring had leakage. The coupler was rusty. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that while using the videoscope, the cable was damaged internally. The issue was found during a therapeutic procedure for a laparoscope. The procedure was completed using the same set of equipment. The patient was not under anesthesia. There was no delay or reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d4 (UDI was inadvertently missed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that horizontal stripes in the image occurred due to communication failure caused by an internal cable failure. The cause of the cable failure could not be specified. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.". Olympus will continue to monitor field performance for this device.